Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that customer had replaced all tubing and cleaned all fluid up prior to his arrival to site and no other specific information about the leak was available. The fse was told that the customer had removed pinch valve pv49 to replace the leaking tubing to resolve the leak. Customer had encountered several difficulties when reinstalling the pinch valve. Therefore the fse changed the tubing connections at pv49 to the correct fittings, installed a pinch valve actuator spacer to replace one that was missing. The fse also disconnected the actuator tubing and untwisted it; then reattached it to the actuator and remounted the entire bracket to the inner wall of the instrument to correct all for the customer. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 50 ml of clear fluid leaked from a coulter lh 500 hematology analyzer and was below the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.